Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was found that the image could not be displayed due to communication failure caused by faulty cable. The cause of the faulty cable was due to be moisture intrusion from the damaged connector, resulting in the defect. The event can be detected/prevented by following the instructions for use which state: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and information provided by the customer (refer to b5). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined that the issue had been caused by a faulty cable. In addition, the packing joint from the focus ring was worn, there was a failed test on the video connector and there was a faded label on the rear cover and the serial number plate was discolored and unreadable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unknown what caused the cable to fail. Olympus will continue to monitor the field performance of this device.

Event description:
The customer observed the failure during reprocessing. No further details were able to be provided.

Manufacturer narrative:
The device was returned to olympus and the evaluation is currently pending. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k camera head did not display an image. There were no reports of patient harm associated with this event.